Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this lead was explanted and replaced.

Event description:
--

Event description:
Boston scientific received information that during a recent device change out procedure, this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms no matter what vector was programmed. Boston scientific technical services (ts) was consulted and suggested that there might be a fracture in the lead. The physician plans to revise this lead soon. For now, tachy therapy has been turned off in this patient and a new device has been implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned in 2 segments, and there were setscrew markings noted on all terminal connectors and drag marks noted on the terminal ring. Additional testing revealed that there was no sign of wear or fatigue on the yoke insulation above the damaged site, which suggests this damage most likely occurred during the removal of the lead from the device header during the explant procedure. The continuity testing and x-rays found no electrical issue, other than the induced damage.